Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 0063940. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Although photos were submitted for evaluation that allowed our engineers to confirm the reported failure mode, the affected device could not be obtained for evaluation and testing. In lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. H3 other text : see h.10.

Event description:
It was reported that a intima-ii 24gax0.75in prn slm had ruptured tubing during use. The following was reported by the initial reporter: "after placing the indwelling needle, it was found that the transparent connecting pipe was broken. The indwelling needle was removed and re-inserted adr# (B)(6). 2020-12-01 received an update from the sales representative, the event description is updated as follows: the catheter tubing broken occurred in the middle of the extension tube."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a intima-ii 24gax0.75in prn slm had ruptured tubing during use. The following was reported by the initial reporter: "after placing the indwelling needle, it was found that the transparent connecting pipe was broken. The indwelling needle was removed and re-inserted adr# (B)(4). 2020-12-01 received an update from the sales representative, the event description is updated as follows: the catheter tubing broken occurred in the middle of the extension tube".